Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported mitral stenosis, myocardial infarction, mitral regurgitation, and cardiogenic shock could not be determined. The reported therapy/non-surgical treatment (addl procedure mitral valve) and hospitalization (required or prolonged) were a result of case-specific circumstances. Additionally, reported mitral stenosis, myocardial infarction, mitral regurgitation, and cardiogenic shock are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: mitraclip therapy in patients with end-stage systolic heart failurena.

Event description:
This will be filed to report this event captured based on a research article representing a summary of mitral stenosis, myocardial infarction, recurrent mitral regurgitation, cardiogenic shock, medical intervention and hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to patient mitral stenosis, myocardial infarction, recurrent mitral regurgitation, cardiogenic shock, medical intervention and hospitalization. Details are listed in the article, titled mitraclip therapy in patients with end-stage systolic heart failure. No additional information was provided.